Manufacturer narrative:
Additional device product codes: kwp, mnh, mni. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgery for cervical kyphosis was performed on (B)(6) 2017, by using cancellous screw synapse. The fixed area was c2 ¿ th1. When the x-ray images were checked during inserting the screw in question, it was confirmed that the screw had been bent in an abnormal joining angle between the screw and the screw holder. Although it was confirmed that the screw was grasped properly as instructed, there was an abnormality in the screw angle during insertion. In addition, the breakage between the screw and the screw head occurred. The procedure was completed by using another screw. The surgery was completed with a 45-minute-surgical delay, and there was no adverse consequence to the patient. Procedure was completed successfully. This report is for one (1) 4.0mm ti cancellous polyaxial screw 26mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
DHR review was completed. (B)(4). Release to warehouse date: 14.jun.2017 expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.614.126 / h319626 was manufactured in us. Brandywine DHR review part number: 04.614.126. Lot number: h319626. Release to warehouse date: 21-mar-2017. Manufacturing site: (B)(4). No nrs were generate during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. This complaint is confirmed. The returned device was received at customer quality (cq) in two pieces. The screw has broken free from the body/bushing/sleeve assembly. Post manufacturing damage in the form of worn anodize on the body exists. The bushing component bent /malformed prior to the screw breaking free from the body/bushing/sleeve assembly. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The returned 4.0mm titanium cancellous polyaxial screw 26mm (part# 04.614.126s) is an implant available for use in the synapse occipito-cervico-thoracic (oct) system, an enhanced set of instruments and implants for posterior stabilization of the upper spine. The implants provide the flexibility required to accommodate variations in patient anatomy. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material was determined to be conforming at the time of manufacture based on review of the DHR. Tabulated product drawing for the family of 4.0mm titanium top loading cancellous screw assemblies was reviewed during this investigation. The polyaxial screw(s) are designed to ease surgical technique by allowing up to 100 degrees of angulation. No product design issues or discrepancies were observed. A dimensional inspection was unable to be performed on the returned device due to the post manufacturing damage. A definitive root cause was unable to be determined, however it is most likely that technique/excessive force resulting in an excess of 100 degrees of angulation contributed to this complaint condition. Per the complaint description "the screw had been bent in an abnormal joining angle between the screw and the screw holder. Although it was confirmed that the screw was grasped properly as instructed, there was an abnormality in the screw angle during insertion. In addition, the breakage between the screw and the screw head occurred." Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.